Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received therapy, however the clinician felt the time to therapy was long. Upon review boston scientific technical services (ts) noted that there was functional undersensing due to atrial pacing at the onset which blanks the underlying ventricular tachycardia (vt). Review of the event found the duration to be 47 minutes. Anti-tachycardia pacing (atp) was delivered in the vt zone which appears to accelerate the rhythm to the vf zone where a single max energy shock is delivered. The shock does not convert the rhythm but does slow it down into the vt zone. Shocks, however, are programmed off in this zone so no more therapies are available to deliver. The presenting electrogram (egm) showed that the patient is still in the vt but therapy not available due to the functional undersensing caused by the atrial pacing. The device is atrial pacing because the lower rate limit is programmed to 100 ppm. The clinician noted the patient is new to their clinic and does have a left ventricular assist device implanted. At their clinic they would program the lower rate limit high at first but then gradually lower it. The clinician noted the only symptom was anxiousness due to the delivered shock. The clinician would discuss further programming options with the physician since the cardiac resynchronization therapy defibrillator (crt-d) was operating as programmed, but not optimal for this patient. No additional adverse patient effects were reported.